Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported doctor opened his implant packaging, and the implant was missing.

Manufacturer narrative:
One (1) implant packaging for an unknown implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The customer did not provide any pictures. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (unknown implant). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, packaging malfunction could not be verified and the reported event was non-verifiable. As the packaging was not returned, the circumstances of the device delivery could not be recreated. The alleged coob could not be verified.

Event description:
No further event information available at the time of this report.